Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient started to feel strange and her legs were very weak. The patient went on (B)(6) 2014 for a regular pump refill. At the refill appointment it was determined that the pump was completely empty. It was noted that they usually withdrawal a certain amount of medicine back. The patient¿s nurses and health care provider (hcp) tried to withdrawal medication and nothing came back. The patient reported that their hcp told them they could not put the medicine in because it would be too dangerous for the patient and told the patient the pump would be taken out. The hcp did not know if the pump malfunctioned but ¿medication was dumped¿ into the patients system. It was noted as a volume discrepancy problem. The pump was filled with saline at the refill appointment. The patient experienced withdrawal for almost 3 months. The patient described her symptoms as being so sick and the most horrible experience the patient ever had. The patient did not receive much help from their hcp with withdrawal. The patient¿s pump was explanted on (B)(6) 2014. The pump was used to infuse morphine, bupivacaine and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient received assistance from a healthcare provider and her concerns were resolved at the surgery appointment on 2014-(B)(6) for a new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that in 2014, their hcp had retired and had a home group come to her house to do a refill. Shortly after the refill, the patient started to feel strange. The patient went to the hcp and the pump was empty, all the drug had gone into the patient's body. The patient was not sure if it was related to the person doing the refill or if the pump malfunctioned. The patient had to go into rehab for 4 months of withdrawal. The patient tried to get the pump returned for analysis, but the hcp never did it. She kept trying to get information about getting the pump to be analyzed and even went to a lawyer about it. She ended up getting a dismissal letter from the hcp. She then got in with a different group of hcps and they convinced the patient to have another pump implanted. There were no further complications reported at this time.